Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Event description:
The customer reported that there was a patient death and the customer wants an explanation of the clinical audit logs.

Manufacturer narrative:
A philips product support engineer reviewed the available log information. There was no audit log data for the timeframe of the incident for this device. The audit log captured starts on (B)(6) 2023 & the incident was confirmed to be: date/time (B)(6) 2023 / 02:00 to 04:30. No information can be provided related to the clinical audit logs for this incident. There was no rfda log or device debug log (stardate log) data captured for this device/incident timeframe. The mx40 pwm log shows repeated instances of the device being put into and taken out of ¿standby¿ mode during the incident timeframe. Additional information from the district service manager indicated that the customer is not stating there was an issue with the equipment. They believe it is more about the workflow and understanding the audit logs. The reported event of patient death was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. The review of the audit logs revealed repeated instances of the device being put into and being taken out of standby mode; therefore, no monitoring was being performed when the device was in standby, which must be initiated by the user. There were no additional logs for review at the time of this assessment. In addition, during a live conversation with the customer, the customer did not allege any fault of the philips device. Rather, the customer was conducting their own investigation to determine if there were other factors related to the death, ie alarm fatigue, human error, silenced alarms, etc. The customer only wanted to understand the logs at the time of the event and if the device was operating as designed. Based on this information, the device did not cause or contribute to the reported event. The cause of death remains unknown. Based on the information available, the reported problem was not confirmed. The information provided is not consistent with a malfunction of the product. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Device serial number (B)(6) - bed label/device label = mtxs82401 and incident date/time on (B)(6) 2023 / 02:00 to 04:30, the following was found: there is no audit log data for the timeframe of the incident for this device. The audit log captured starts on (B)(6) 2023. No information can be provided related to the clinical audit logs for this incident. There was no rfda log or devicedebug log (stardate log) data captured for this device/incident timeframe. The mx40 pwm log shows repeated instances of the device being put into and taken out of standby mode during the incident timeframe. The only way the equipment can go into standby mode is through user interaction. Standby can be invoked at either the bedside monitor/mx40 or at the pic ix. When the mx40 is put into standby (either at the device or at the pic ix) the mx40 radio is turned off, no monitoring is being performed, and no data is being transmitted to the pic ix. The patient sector will show that the device is in standby. The engineer provided their analysis findings. Based on the limited information provided, it was noted that the logs show repeated instances of the device being put into and taken out of standby mode during the incident timeframe. The investigation concludes that no further action is required at this time. Clinical customer letter are pending. Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation. H3 other text : customer only requested an explanation of the clinical audit logs.